Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was complaining about having intense intermittent shocks in their back since the day they came home from surgery. Agent reviewed therapy expectations when doing adjustments. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a follow up appointment on the (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They reported that as resolution for shocking, the patient was called to ask about the shocks on (B)(6) 2026, and the patient representative states that patient was still getting shocks when sitting up in chair however less frequent and less severe. The plan was to turn the device off while patient was up in their chair, for the next couple of weeks to see if they were still getting shocks not related to the device. The patient was enjoying their new found continence and does not want to turn the device off completely. They will follow up in two weeks, patient to make virtual appointment to check in. The issue was resolved. The device was intended to treat fecal incontinence. It was reported that the device was shocking them and going up their back; same side of battery and the patient was crying. The issue was still happening but not as bad. It shocks them when they sit in chair. When they lay on their stomach the shocks were bad. The patient's virtual visit was conducted on (B)(6) 2026 and they did not mention shocks or pain. The patient was called after receiving the manufacturer's form and the patient states the shocks were not frequent but sometimes intense while sitting upright. The patient was advised to turn the device off while sitting. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.